Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user was seen in the ostomy clinic about 3 weeks ago with a red irritation that matched the size and outline of the eakin seal, the date of onset is unknown. The end user stated that there had been no change in her routine and that this irritation coincided with a new package of eakin. She noticed that the packaging was different, which was all that she could recall. At some point prior to presenting to the ostomy clinic the end user had received a prescription of nystatin powder because it was thought to be a fungal infection. In her opinion, the ostomy nurse did not feel that it was fungal but rather more consistent with a contact dermatitis, this was not diagnosed by a physician. The ostomy nurse recommended that the end user temporarily discontinue the nystatin powder as well as the eakin seal. The ostomy nurse has since received additional feedback from the end user who stated that the skin irritation improved after discontinuing the eakin seal and completely cleared after she used a competitors brand of barrier ring.